Manufacturer narrative:
Complaint allegation is not confirmed; the picture does not give us the information needed to confirm the defect. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper assembly after the cleaning process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that (qty. 3) of an ar-4166 depth device, 3.0 mm, was not measuring properly. When in use, the surgeons have to subtract 3-4mm after each measurement. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.